Event description:
The physician used an axera device to access the right common femoral artery (cfa). Upon pullback of the device at 50 degrees before creation of arstaotomy, reduction of first mark was not observed. The physician released the heel, redeployed, pulled tension at 50 degree and was able to get reduction of first mark. The case proceeded without incident. Upon the end of the case the physician noticed a dissection of the back wall of the cfa. It was not a flow limiting dissection, the physician was not concerned and the procedure was completed. The pt had no issues post procedure. Hemostasis was achieved in 5 minutes and the pt recovered without incident.

Manufacturer narrative:
The device was not returned; therefore, failure analysis cannot be performed. A review of the device history record was performed for this lot and no non conforming material report (ncmr) have been initiated that are related to this failure mode. Additionally, ncmr history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed and vessel dissection is listed as a possible adverse event. Based on available info, there is no indication that the IFU was not followed. The IFU provides the appropriate instructions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available info, is unk as it cannot be definitively determined.